Event description:
Reporter alleged blood glucose read 511 mg/dl and took 20-25 units of insulin however when retesting 30 minutes later the device read 550 mg/dl so took another 20-25 units of insulin where glucose was 592 mg/dl. It was reported customer took another 20-25 units of insulin and went to the hospital where she was admitted and treated for high blood. Reporter indicated getting a reading over 600 mg/dl which as confirmed when going to the hospital. A request was made for the return of the suspect device and replacementm product was sent.